Manufacturer narrative:
H11:correction. D4:corrected model# section d4 was updated to indicate correct model # g4. PMA/510(k)# the device is a similar device marketed in foreign countries and is not marketed under the 510k.

Manufacturer narrative:
Vyaire medical was unable to confirm the issue, as the suspect device will not be returned for further evaluation. Therefore, root cause was not determined. However, the customer is requesting a turbine characteristic file and stated that they would program it themselves. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device not returned.

Event description:
The customer reported to vyaire medical that the vela ventilator had a transducer fault. Furthermore, the patient was transferred to a different ventilator with no patient harm associated with the reported event.